Event description:
Customer reports, #14 french ng tube placed, when fluid injected, it leaked out of defect at pigtail insertion site. A second # 14 placed, which leaked fluid around end of toomey syringe. Pt required insertion of tube three times.